Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for lo blood glucose results (non-fasting). The customer is concerned with the result of lo reading. The expected fasting blood glucose test result range is 120 mg/dl. The customer did not report symptoms medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2017. (B)(6). Customer states that she calling about the upgrade for the meter. Customer states that she tried to run a blood test and the meter gave a lo. Customer states that she realize that when she open the box with the strips the vial inside was open. Check the meter memory and customer is not sure the results were fasting or non- fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 9/20/2017 returned test strips produce lo readings. Final root cause investigation has been completed: other root cause: black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose results (non-fasting). The customer is concerned with the result of lo reading. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is 8/18/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she calling about the upgrade for the meter. Customer states that she tried to run a blood test and the meter gave a lo. Customer states that she realize that when she open the box with the strips the vial inside was open. Check the meter memory and customer is not sure the results were fasting or non- fasting.